Manufacturer narrative:
Follow-up # 1 date of submission 1/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/11/2016 with the following findings: a review of the pump black box data showed an unexplainable pump reboot event. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. A leak test was performed and showed a leak at the battery compartment cracks. The pump case was removed and there was no evidence of additional moisture inside pump. The returned battery cap was able to fully tighten to the pump. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored. Also unrelated to the initial complaint, the following were observed: the battery compartment was cracked in the thread area and below the grip pad; moisture contamination was found inside the battery compartment and underside of the battery cap and the keypad was peeling at the bottom. All the keys responded during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.